Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the tip cover accessory fell inside the patient. The tip cover was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip cover fell into the patient and was retrieved same procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter to confirmed that the clinical sales rep was called on site after the tip cover fell into the patient. The staff did not note exposure of the orange section of the extension tube during the procedure. The staff realized that the tip cover was in the patient when they took the monopolar curved scissor (mcs) instrument out to replace it with a vessel sealer extend (vse). The tip cover fell off during the instrument exchange. The tip cover did not appear to have any damage or tears. There was no issue with the mcs instrument itself. The surgeon had operated with the da vinci system for a few hours before converting to open to control the bleeding, retrieved the tip cover after opening the patient. Confirms that bleeding was due to surgeon error. There are no pictures or video of the tip cover or the procedure.